Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system was inserted into a patient without the use of an introducer sheath for the endovascular treatment of abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessels were reported to be moderately tortuous and moderately calcified. It was reported that during implantation of the bifurcated stent graft access was very tight, and the physician implanted a cuff proximally to the bifurcated stent graft. It was reported the patient was sent to recovery. It was reported that the day after the procedure the patient had no pulse in their legs. The physician elected to perform an aortic femoral bypass, where the physician observed a total aortic occlusion distal to the renal arteries. The patient expired later that day. The device will not be returned to medtronic for evaluation.